Manufacturer narrative:
This device remains implanted , therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with implantable cardioverter defibrillator (ICD) device, exhibited chronic premature ventricular contractions leading to arrhythmias, resulting in a electric shock. Residual energy post shock resulted in cross-talk from ap over-sensed on the right ventricular channel, resulting in pacing inhibition. A technical service (ts) reviewed the available device date, and recommended programming options. The device remains implanted. No adverse patient effects were reported.